Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Called customer and she reported clips not feeding into groove so partially in jaws, then when applied, they did not close all the way on tissue. When fired outside of patient, the clips were flying out of device across the room.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device ¿jammed-up and the clips were not set right.¿ a second device of the same lot number was opened and the same issue occurred. It is unknown if a cholangiogram was performed. Case completed with a third device of the same product code.

Manufacturer narrative:
(B)(4). The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.